Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates that the field service engineer (fse) reseated the instrument drive unit (idu) and performed teleoperation testing. Logs were downloaded and analysis showed that the error during the procedure was a non-recoverable idu error caused by excessive applied torque. Replacement of the idu was recommended. Preliminary review of the logs notes occurrence of the following error codes: ¿arm failure - non-recoverable - ra brake state¿ which indicates that the commanded brake state and the actual brake state do not match, triggering the robotic arm (ra) software to report a system recoverable inoperable_error and a subsystem non-recoverable inoperable_error; ¿arm failure: ra motor state¿ which occurs when the commanded motor state and the actual motor state differ for more than one second, triggering the robotic arm (ra) software to report a system recoverable inoperable_err or, a subsystem non-recoverable inoperable_error; ¿arm failure: idu torque sensor range¿ which occurs when the current torque on any of the four idu motors exceeds the specified range, which is intended to prevent potential damage to the instrument, sterile interf ace module (sim), or idu. In this case, the idu software reports a system recoverable inoperable_error, a subsystem non-recoverable inoperable_error and ¿arm failure with possible motion - sra validation - redundant controller state check¿ which occurs when the reported motor state or brake state does not match the defined controller modes. In such cases, the sra software reports a system recoverable inoperable_error and a subsystem non-recoverable inoperable_error. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, after attaching the instrument to the instrument drive unit (idu) of the arm cart assembly (aca) a non-recoverable arm error was triggered with the error message: "danger: arm error. If instrument inserted use mechanical released to withdraw if no instrument unplug and replug arm". The idu was replaced to resolve the issue. There was no patient involvement.